Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer replaced the auxiliary drawer 5 with a new full height drawer. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure.the customer stated that the auxiliary drawer 5 failed/ failed to close message appears, but it looks like it's physically closed. Customer have tried multiple recovery and reboot, but issue persists causing a delay in dispensing medications to the patient.there were no adverse events or injuries reported based on this event.